Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, but technical support guided the customer to gently clean the speaker holes and reattach the cartridge. After following these steps, the customer was able to resume insulin successfully, and the alarm did not recur. Technical support provided additional tips for preventing future altitude alarms, and the pump resumed normal operation.